Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Retrieving data. Wait a few seconds and try to cut or copy again. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage using lighted magnifier.

Event description:
It was reported that the patient's blood glucose levels reached 260 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (leg), the pod's cannula looked a little bent. As treatment for hyperglycemia, a new pod was applied and an additional bolus was given.